Manufacturer narrative:
Conclusions: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient could not hear anymore using the device. Hearing performance was affected suddenly on (B)(6) 2021. It was not clear if a head trauma occurred. The recipient was showing good benefit before this event. The user has been reimplanted with a new device on (B)(6) 2022. Reportedly, the ossicles were found broken during explantation surgery and a part of the incus was found on the round window. Therefore, it is thought that the user might have been exposed to a head trauma.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The recipient cannot hear anymore using the device. Hearing performance was affected suddenly on (B)(6) 2021. It is not clear if a head trauma occurred. It has been decided to proceed with a re-implantation, however, no date for the surgery has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user cannot hear anymore using the device. It is not clear if a head trauma occurred.